Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "an additional surgery to repair the hernia defect and remove the mesh products"; however, the patient's attorney did not allege a specific device failure and no medical records have been provided. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventralex (device #1). An additional emdr was submitted to represent the bard composix e/x (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of a parastomal and a ventral hernia. A bard/davol ventralex hernia patch, reference number (B)(4), lot number darb0020 (device #1) and a bard/davol composix e/x patch mesh, reference number (B)(4), lot number 43iqd320 (device #2) were implanted to repair the hernia defects. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and remove the mesh products. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of a parastomal and a ventral hernia. A bard/davol ventralex hernia patch, reference number (B)(4), lot number darb0020 (device #1) and a bard/davol composix e/x patch mesh, reference number (B)(4), lot number 43iqd320 (device #2) were implanted to repair the hernia defects. (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and remove the mesh products. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of ventralex patch (device #1) and composix e/x mesh (device #2). Per operative notes, " hernias were noted at midline and at the area of previous stoma. A ventralex patch (device #1) was placed near the stomal hernia and sutured. A piece of composix e/x mesh (device #2) was placed into the abdominal cavity and was tacked using tacker." (B)(6) 2007 - patient was diagnosed with ventral hernia thereby underwent open hernia repair with the implant of synthetic mesh. Per operative notes, "the hernia sac was identified and dissected. The defect was below the previous mesh (device #2). The defect was dissected and a piece of synthetic mesh was placed and sutured." (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent open hernia repair. (Note, there was no mention of previously placed mesh) (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent implant of ventralight st mesh (device #3) and removal of mesh (device #1 & #2). Per operative notes, "the cicatrix and superficial scarring was removed. Two to three pieces mesh was present in abdominal wall. The upper portion of mesh was retracted completely and floating. The superior edge was densely attached and fibroses to the dome of liver. These pieces were removed. Other mesh (device #2) present in lower midline had rolled up and was not attached to any edges. The tacks along with the mesh was removed. All hernia sac was excised, a midline defect was noted. A piece of ventralight st was placed and secured." Attorney alleges that the patient had abscess, adhesions, bowel perforation, pain, mesh migration, mesh shrinkage, nerve damage, emotional injuries and hernia recurrence. It is also alleged that the upper portion of the mesh had completely retracted and was floating in the abdomen. Second mesh was present in the lower mid line wound and had rolled itself up, attached to liver and other organs and scarring.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "an additional surgery to repair the hernia defect and remove the mesh products"; however, the patient's attorney did not allege a specific device failure and no medical records have been provided. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years 8 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, fibrosis and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions as a possible complication. This supplemental emdr represents mesh - ventralex (device #1). An additional supplemental emdr was submitted to represent composix e/x mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.